Event description:
An alarm identified as alarm 2 was reported, indicating an occlusion issue with the pump; however, there was no adverse impact on the customer's blood glucose levels. The customer was initially instructed to perform several corrective actions, such as disconnecting the tubing, adjusting the t:lock, and delivering a bolus, but the occlusion alarm persisted. Despite further attempts to resolve the blockage, which was located in the cartridge, and acknowledging off-label practices, the issue persisted. Consequently, technical support assisted in filling and loading a new cartridge but later decided to replace the pump. The pump was confirmed to be under warranty, and the customer was informed of the required process for returning the faulty device. In the interim, the customer would use mdi as a backup insulin delivery method.